Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead exhibited noise and a low out of range impedance measurement: an engineering evaluation was requested. The data review illustrated a relatively unchanged impedance trend during this same time period. The latest events were exhibiting noise which would likely indicate a lead impairment issue or a change in patient condition. The recommendation was to perform vigorous testing as an attempt to recreate the noise issues. No resulting adverse patient effects were reported.